Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; the full lead was returned for analysis. The proximal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation pulled apart and was breached/cut. There was apparent explant damage.

Event description:
It was reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.